Event description:
Procedure: esophagectomy/gastric tube. Pt sex: unk. Reportedly, during the first firing of the stapler to the esophagus, a cracking sound was heard, then the firing stopped. The surgeon pulled the black return knob back, but jaws would not open. The surgeon then disconnected the sulu from the instrument, and tried to remove the sulu several times. "Oozing" bleeding occurred, however, the sulu finally disengaged from tissue. The tissue was treated with another instrument and sulu. The procedure was not extended more than 30 minutes. There was no tissue damage, or injury to the pt reported only the slight "oozing" bleeding.

Manufacturer narrative:
.